Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts on the first proximal strut row lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jan2020 it was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00x24mm promus element drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a non-bsc device. There were no patient complications reported. However, returned device analysis revealed stent damage.